Event description:
The threaded tip of the cannulated extractor adapter broke inside of the im nail during attempt to extract nail during the scheduled extraction after initial surgery. The im nail was left in femur.

Manufacturer narrative:
Manufacturer has established via trending analysis of post market vigilance that this device may fail due to fatigue fractures after extended use. Manufacturer is in the process of reclassifying the device as single use. (B)(4).